Event description:
The customer reported the ventilator shut down, alarmed and restarted while operating. The unit was in use at the time of the reported problem, and the customer reported there was no patient harm. The respironics service technician was not able to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +5v and/or 12/24 volt failure. The service technician replaced the mmi pcb to correct the problem. Performance verification testing was completed and all tests passed per operating specifications. The mmi pcb was returned to the factory for failure analysis. Testing revealed no faults found with the mmi pcb.